Manufacturer narrative:
Product investigation completed. The cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device revealed no damage or irregularities that would affect the functionality of the cuff component. Analysis of the returned device did not confirm a product malfunction as the most probable cause of the reported events. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that while opening a 3.5 cm artificial urinary sphincter (aus) cuff it accidentally fell to the floor and "failed". A different 4.0 cm cuff was opened and used. The surgery ended well and the patient was said to be stable.

Event description:
It was reported that while opening a 3.5 cm artificial urinary sphincter (aus) cuff it accidentally fell to the floor and "failed". A different 4.0 cm cuff was opened and used. The surgery ended well and the patient was said to be stable.